Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, distal circumflex. After deployment of a 3.5 x 28mm xience pro stent, a dissection occurred. A 3.5 x15mm xience pro stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The electronic lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. The xience pro is currently not commercially available in the us.